Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the premature ventricular contractions procedure, there was a pericardial effusion requiring a pericardiocentesis. The catheters were inserted properly and ablation was applied using the appropriate steps to prepare and utilize the tactiflex catheter. At one point, there was an area of the anatomy that may have been a pocket in the right ventricular outflow tract. This area was suggested to be the area of interest for the arrythmia. The tactiflex catheter was used to apply rf at this area. At the end of ablation, the patient became slightly hypotensive. A transthoracic echocardiography was performed and a small pericardial effusion was noted at the rvot. A pericardiocentesis was performed, stabilizing the patient. The patient was sent to the ICU for recovery and observation. No further adverse consequences were experienced for the patient.